Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a red skin irritation under the left therapy electrode (te) pad. The patient's wife also reported an open sore underneath the front te. The patient consulted his physician who prescribed a cream. Follow-up indicated that the patient's irritation and sore had healed.